Event description:
Add'l info rec'd from MFR 7/13/04: the actual sample was discarded by the customer, and therefore could not be evaluate. However, a device history record review was performed. All tipped subassemblies utilized in the final packaging lot were within specification. Tyco healthcare/kendall receives the tipped catheter from an outside vendor, and inspects it against the raw material purchase specification. Per this document, the tip has a radius specification of 2x r.08 +/-0.010", and all product received for this lot was found to be within specification. Furthermore on all received lots, a visual inspection is performed on the tip for flash or burrs, (with no loose flash allowed) and for foreign material contamination. Dimensional inspection is performed for tip to hub length, tip to slot start length, tip to slot end length, septum thickness, and width of slot. No deviations were noted for this lot in question. A complaint history review was also performed, and there have been no similar complaints concerning this product. The device was discarded by the customer. Without a returned sample, this complaint cannot be confirmed. Based on the device history record (DHR) review, and the complaint history review, there is no indication that the lot involved is defective.

Event description:
During the insertion procedure of an indwelling hemodialysis catheter, the catheter perforated the left subclavian-innominate vein causing massive hemorrhage and requiring mediastinotomy to repair the perforated vessel. The catheter tip is manufactured to be too sharp, rugged and stiff to be inserted safely into the thin-walled central venous system .